Event description:
It was reported the patient's right hip was revised due to dissociation. Black tissue and wear of the liner were noted in the patient. Rep reported that there were no high ion levels. There was a revision of shell, liner, stem, head, and screw. There are no allegations against the shell. The patient was revised to competitor devices. Rep reported that no further information will be available.

Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving an accolade stem was reported. The event of fretting was confirmed through inspection of the returned device. Disassociation was not confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 30-jul-2019 which indicated, the parts were examined with the aid of a stereo microscope at magnifications up to 50x. There was biological material present on the anterior surface of the stem. The neck exhibited explantation damage and damages consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. A material analysis was conducted for the returned device which noted, energy dispersive spectroscopy (eds) analysis was performed on the stem. The stem base alloy consisted of ti, mo, zr, and fe which is consistent with astm f1813. Elemental constituents of the debris on the head included ti, co, cr, mo, ca, and fe. Ti, mo, zr, and fe are consistent with the hip stem base alloy. Debris from the insert included ti, mo, zr, and fe. Ti, mo, zr, and fe are consistent with the hip stem base alloy. The region of damage on the shell included ti, v, mo, al, zr, and fe. Ti, mo, zr, and fe are consistent with the hip stem base alloy. Damage was observed on the stem and head taper. This damage was consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. The stem was consistent with astm f1813. Based on the given information, no identifiable material discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patients hip was revised due to disassociation. Black tissue and wear of the liner were noted in the patient. Material analysis for the returned device concluded that damage was observed on the stem and head taper. This damage was consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. The stem was consistent with astm f1813. Based on the given information, no identifiable material discrepancies were observed on the surfaces examined. The event of fretting at stem was confirmed. The event of disassociation could not be confirmed as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to dissociation. Black tissue and wear of the liner were noted in the patient. Rep reported that there were no high ion levels. There was a revision of shell, liner, stem, head, and screw. There are no allegations against the shell. The patient was revised to competitor devices. Rep reported that no further information will be available.